Event description:
During preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube and the second seal did not deploy into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. The heartstring seals that were used by the hosp had expired in january 31, 2004.